Event description:
The customer called to report an alarm and insulin squirting out during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Unable to perform the prime test due to the loose drive support disk.